Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 30 mmol/l with lethargy and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self-treatment in the form of changing the infusion set and administering insulin via injection pen. The reporter alleged a delivery issue with the insulin pump. The reporter was unable/unwilling to complete troubleshooting activities on the pump with animas customer support. No further information was available regarding this event. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a pump insulin delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2018. The last delivered bolus was a 6.15-unit ez-bg normal bolus on (B)(6) 2018 recorded at 03:13. A replace cartridge alarm was recorded on (B)(6) 2018 at 17:09; deliveries resumed at 17:42. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours on a 2.0-unit-per-hour basal rate. At the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction or defect.